Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has not been completed. The reported problem (service mode 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was a cracked trunk cable connector. The red (can h) wire was open inside of the connector. The root cause for the cracked connector could not be positively identified but was likely physical abuse. No adverse event resulted from the open wire in the connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.